Event description:
It was reported that prior to starting a da vinci si surgical procedure the tips do not meet on a maryland bipolar forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One grip was bent, causing a side to side misalignment of the grips. There was a 0.119¿ offset at the instrument's tips, indicating overloading. Electrical continuity testing was performed and passed. Failure analysis concluded the damage was likely due to mishandling / misuse. Additional observation not reported was a piece of conductor insulation was missing with a frayed wire sticking out. The missing piece measured roughly 0.090. Failure analysis concluded the damaged insulation was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; missing insulation and a frayed wire ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.